Manufacturer narrative:
E1: initial reporter facility name : (B)(6) e1: initial reporter phone no.: (B)(6) e1: initial reporter postal code: (B)(6) h4: lot manufacture date: (B)(6) 2022 - (B)(6), 2022. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. When the distal luer cap was opened, evidence of continuous flow of fluid was observed coming out of the distal luer. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor would not flow. This was observed during use. The device was connected for over 24 hours and the volume did not decrease as expected. The peripherally inserted central catheter (PICC) line was flushed and confirmed as not faulty. There was no report of patient injury or medical intervention associated with this event. No additional information is available.